Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced inadequate pain relief on the patient's left side. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the lead was moved to the left side to address the issue.

Manufacturer narrative:
Date of event is estimated.